Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had broken components, the fiber bonding at the distal end of the outer tube was damaged and the image was too dark or the illumination was not consistent. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was evaluated and the customer's complaint was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light-guiding fibers have been damaged, resulting in insufficient light transmission. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of the light guide bundle. The most probable cause of the complaint was a component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.